Event description:
The facility representative reported a colleague infusion pump with a failure code 805:15; this condition had the potential to interrupt delivery. This event occurred during programing/setup in the "central supply " department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 805:15 was confirmed by service. This condition was caused by a faulty pump head module. The pump head module was replaced to fix the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition.